Event description:
Denali set screw backed out a few weeks post-op. Patient was being revised as part of a planned revision and surgeon noticed the set screw had backed out into the tissue.

Manufacturer narrative:
The implant was not returned and could not be evaluated. A general review of the manufacturing and inspection records did not reveal any contributing information. Device not returned to manufacturer.